Event description:
Boston scientific neurovascular became aware that during an event the subject device herniated into the parent artery and stretched on retrieval. No complications with the pt were reported to have occurred during this event.